Manufacturer narrative:
Other, other text: no product or photographs were returned therefore an investigation could not be completed. A device history record (DHR) review noted no discrepancies or anomalies during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a patient with respiratory failure needed to be intubated with a ventilator to assist breathing, the balloon leaked leading to poor mechanical ventilation. The device was replaced.